Event description:
The pump was returned for mechanical hardware failure (av spring cage). Upon return, the device started up with no alarms but had tubing set misloading errors during mock infusion. Verified spring cage as revision c and found no damage. Flag pcba was not functioning properly and was the source of the error. Removed and replaced fva flag pcba and error did not occur. Internal investigation found the front housing being damaged due to broken screw mounts. Front housing will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: "cassette misloaded error" patient harm: no infusion stoppage: no, a preliminary review identified the following issue: mechanical hardware failure (av spring cage) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.